Event description:
It was reported there was a loss of bluetooth (ble) telemetry. No intervention has been performed at this time. The patient was stable. Further information has been requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the device was in bluetooth (ble) telemetry lockout and was resolved upon interrogation of the device in clinic.